Manufacturer narrative:
(B)(4). The customer reported the device is not returning. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that venous closure of a common femoral vein was attempted using two perclose devices with an 8.5f sheath after an ablation procedure. Reportedly, two perclose sutures were expected to close the 8.5f puncture hole after the procedure. The first proglide suture was used successfully. A second prostyle device was attempted to be used. When removing the body of the device, the suture pulled out with the knot tight. It did not catch the vessel as the feet were not against the vessel wall when the plunger was deployed. A figure-8 stitch was used with the first proglide suture to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. Reportedly, the feet were not against the vessel wall when the plunger was deployed. It should be noted that the electronic prostyle instructions for use (eifu), states: while maintaining device logo position and keeping the device at approximately a 45-degree angle with gentle retraction against the vessel wall, stabilize the device to ensure the foot is apposed to the vessel wall and depress the plunger with the right thumb (in the arrow direction marked 2) until the black collar on the plunger meets the blue body to deploy the needles. It appears that the IFU violation contributed to the reported difficulty. Additionally reportedly, no pre-close technique was used for the access site greater than 8f. It should be noted that the electronic prostyle instructions for use (eifu), states: for arterial and venous sheath sizes greater than 8f, at least two devices and the pre-close technique are required. It is unknown if the reported IFU violation contributed to the reported difficulty; however, abbott vascular japan will make the final decision whether an IFU violation letter will be issued. The reported difficulties appear to be related to user technique and the subsequent treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.